Event description:
Additional information received from the patient reported that they had not gone back to their healthcare professional (hcp) to have their device checked. The patient confirmed that they met with the manufacturer's representative about a year ago but they could not get it started. They were redirected back to their hcp to discuss the next steps.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had poor communication on the patient programmer and was also unable to communicate using the recharger. The patient realized that the external remotes would not connect in the end of 2015. It was unknown when the patient last felt stimulation. The last successful recharger session was maybe a year prior to (B)(6) 2016. The ins was off/in overdischarge. In 2016, the patient met with a manufacturer representative in who did at least five 60 minute sessions and could not restart the ins. The patient was to follow-up with a health care professional. It was noted that stimulation did not shock the pain. Additional information has been requested regarding further troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.